Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button pressing technique, both while the pump was still in its case and after it was removed. Despite these efforts, the issue persisted. Consequently, technical support arranged for a pump replacement. The caller used an insulin pen as a backup during this time.